Manufacturer narrative:
Cmp-(B)(4). Medical product- unknown patella size 29, unknown femoral component size f, unknown tibial component size 5, unknown articular surface size 12. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 03008, 0001822565 - 2017 - 03009, 0001822565 - 2017 - 03010.

Event description:
It was reported patient was experiencing pain and was revised due to tibial loosening approximately 4 years post implantation. During the procedure the patient had a blood clot. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products-palacos r 1x40 single catalog# 00111214001 lot# 75964220, tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog # 00598004701 lot # 62167056, articular surface size ef 12 mm height "use with plate 5 catalog # 00596404012 lot # 62267406, all poly patella size 29 mm dia. Standard 8.0 mm thickness catalog # 00597206529 lot # 62244406, femoral component option size f left compatible with lps-flex prolong catalog # 00596401651 lot # 62221510. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-03009, 0002648920 -2017 -00500.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Three x-rays were sent for independent radiologist evaluation. The review identified no evidence of loosening, subsidence or malposition. There appears to be a relatively small amount of tibial cement used, particularly along the tibial stem. The alignment appears satisfactory. The position would not appear to cause limited range of motion or pain. Bone quality appears slightly diminished radiographically. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the nexgen cr, ps, cra, lps and lcck package insert, loosening is a known risk of this procedure. A definitive root cause cannot be determined without additional information. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty and experienced pain in the knee and shooting pains down the shin. Patient was revised due to tibial loosening approximately four years post-implantation. Attempts have been made and no further information has been provided.